Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A consumer reported that their lead eroded through their skin on their face and was exposed. The device was implanted for the patient¿s eye. They brought this up to their doctor and it was noted that it needed to be repositioned immediately to keep it sterile but the patient noted that it wasn¿t sterile because they had been touching it. The lead was repositioned in (B)(6) 2016. During the repositioning procedure the surgeon noted some kinks in the wire. The kinks did not impact the device but may have impacted the position in the patient¿s body. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of the clinical study. On (B)(6) 2016, the patient had reported facial numbness, feeling like the lead might protrude from the skin and swelling at the site. The patient felt the leads were "pushing out". An examination on (B)(6) 2016 revealed bruising above and around the patient's eye. To avoid lead protrusion from the skin, the lead was "pulled back" and re-anchored in the clinic on (B)(6) 2016. The event resolved without sequelae. A device diagnosis of lead migration/dislodgment was reported. A clinical diagnosis was not applicable. The event was assessed as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The devices returned do not pertain to this event. Analysis results for the returned product will instead be reported in mfg report # 3004209178-2017-02778. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The product was returned with no knowledge of complaints to the manufacturer's representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.